Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high readings issue with the adc device. The customer had a sensor reading of 220 mg/dl, with symptoms of feeling unwell, shaking, and dizziness. An adc capillary meter result of 28 mg/dl was obtained, and the customer provided unspecified treatment. The results when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.